Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
Hospital reported that among the blue cataract knives, there was some which are seriously blunt. This was noticed when making the incision in the pts' eye. This did not have consequences for the pts. Additional information was requested.